Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that an alarm sounded, which was described as a red alarm, but two power sources were connected to the controller.  It was noted that there was a loss of power to the controller and was determined that it was one of the batteries that was responsible for the alarm.  A battery exchange was performed.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported a red alarm and a loss of power involving (B)(4). The battery was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed one controller power up on (B)(6) 2017 at 23:17:39 hours. Alarm and data log files, covering the reported event date and the loss of power, are not available. Failure analysis could not be performed as the device was not available for evaluation. The reported loss of power was confirmed; however, the participation of the battery in this event could not be confirmed as the device, alarm and data logs are not available for analysis. The reported loss of power was confirmed; however, the participation of the battery in this event could not be confirmed as the device, alarm and data logs are not available for analysis. If information is provided in the future, a supplemental report will be issued.